Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was exhibiting noise on the right ventricular (rv) lead which led to oversensing. The patient was dependent, however, no pacing inhibition was noted. In addition, an x-ray was performed, but there was no visible damage on the rv lead that could have been the cause of the observations. The rv lead sensitivity was increased, but since the noise persisted, the rv lead was surgically abandoned and replaced. The device remains in service. No additional adverse patient effects were reported.